Event description:
It was reported that the health care professional (hcp) wanted a review of reports for this pacemaker mediated tachycardia (pmt) episode. Technical services (ts) reviewed the reports and noted that it was possible that the pmt was retrograde, but it could also possibly be crosstalk and/or farfield oversensing. Ts suggested troubleshooting actions. The device remains in use. No adverse patient effects were reported.